Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced restenosis after having coronary artery stents implanted. The patient's medical history is significant for angina (within past 6 weeks), previous pci on (B)(6) 2009, family history of coronary artery disease, hyperlipidemia, hypertension, myocardial infarction (mi) on (B)(6) 2009, osteoarthritis and prostate cancer. The indication for the procedure was a planned intervention after the previous pci in which a 2.5mm x 28mm cypher stent was implanted in 99% stenosed mid left anterior descending artery (lad). At that time the first diagonal was treated with balloon angioplasty and the mid circumflex artery was treated with the implant of three non-cordis drug eluting stents. The target lesion was the mid right coronary artery. The lesion was described as de novo and 80% stenosed. The lesion was pre-dilated followed by the implant of a 2.5mm x 23mm cypher stent at 14 atms. The stent was not post-dilated. A second 2.75mm x 23mm cypher stent was then implanted proximal to the first but not touching at 16 atms. The stent was not post-dilated. The reported residual stenosis of all the treated lesions was 0%. Approximately fifteen months later, repeat angiography was performed due to stable angina and revealed a discrete 75% proximal lesion in the lad and in-stent restenosis, discrete 30% proximal lesion in the rca, a discrete 40% distal lesion in the rca, in stent restenosis at the distal rca, patent stent at proximal and mid rca and 50% stenosis at mid rca between stents. According to the study coordinator at the site; "ok..... There is not in-stent restenosis in the rca. The lesion indicated during the (B)(6) 2011 procedure is in between the 2 cypher stents placed during the index procedure. These stents were reported as placed in the mid-rca during the index procedure. Therefore, the new lesion, which is located between the 2 cypher study stents placed at index procedure, is located in the mid-rca. Please let me know if there are additional questions." There event was not treated. At the fifteen and eighteen month follow up the patient experienced angina. The sterile lot number is unknown therefore a device history report review could not be conducted. Restenosis and angina are known potential adverse events associated with implanting coronary artery stents. Review of the information provided suggests that the patient's history of angina and untreated disease may have contributed to the report of angina. With the conflicting information provided it is not possible to determine what may have contributed to the reported restenosis and coronary artery reocclusion, but the patient's medical history may have contributed. There is no indication that there is a design or manufacturing related issue therefore no action will be taken. This is one of two devices associated with the reported events that were submitted under the following manufacturer numbers 3003742446-2011-00223 and 3003742446-2011-00285.

Event description:
In the report received from the (B)(4) study, there was in-stent restenosis of an unidentified cypher stent in the distal rca. The stent was implanted prior to the patient's admission to the study. Additional attempts to obtain additional information were unsuccessful.